Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that they did not think that their bladder stimulator was working and noted that they had been peeing the bed a lot. The patient mentioned that they had changed the batteries in their patient programmer (pp) before the call and was reviewed that the batteries in the pp going dead would not affect the implantable neurostimulator (ins). The patient stated that they were feeling stimulation and was advised to follow up with their hcp if they were feeling stimulation and still having symptoms. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had not been seen by the health care professional since 2015. No further complications were noted or anticipated.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the patient did not think that their stimulator was working. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the patient thinking that the stimulator was not working is unknown. Follow up was conducted with the patient and hcp to obtain this information, but the root cause remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that as for the cause of the stimulator not working, the responded that they did know it needed to and the action taken to resolve the issue was to change the battery. No further complications were noted or anticipated.